Manufacturer narrative:
Please note that this event was also reported to FDA with reference to the following report number: mw5058667. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system separator 8 (sep8). During the procedure, the physician made multiple passes using the sep8. However, at the very end of the procedure, 3 mm of the tip of the sep8 came off and sat in a small and occluded vessel in the left upper lobe pulmonary branch. The physician attempted to retrieve the broken tip using a snare device but was unable to gain access to the vessel because the vessel was so small. The broken tip of the sep8 was left in the patient since the physician believed that it would not cause any harm to the patient. A completion pulmonary arteriogram showed good flow through the pulmonary arteries with decreased embolic burden. The procedure was successfully completed and there was no report of an adverse effect to the patient.